Event description:
It was reported that the pacemaker was found to be in backup vvi mode. The pacemaker could not be interrogated but was thought to have reached or past the elective replacement indicator (eri) due to vvi backup mode. Information received notes the patient was undergoing radiation treatment near the site of the pacemaker and this was suspected to have contributed to battery depletion. The patient's family declined continued troubleshooting of the device. The patient was not dependent on the pacemaker for normal function. The patient was stable.